Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm. On 03/23/2025, it was reported by the parent that the mobile device showed no readings, brief sensor issue or sensor error displayed under 1 hour after the sensor had been inserted in the arm. The parent reported that her daughter was acting strange and not feeling well. She had some back pain and then they notice that the sensor was not getting any readings. There were no readings with three dashes on the display screen. The parent mentioned that they did not attempted to check her bg meter that day but the parent called an ambulance. The paramedics arrived and they took her a bg test and it was over 900 mg/dl. When asked about the medical treatment that was provided to the patient at the hospital, the parent did not know and refused to provide further information. But as per the parent, the patient was still at the hospital during the call 2 days later, but she was doing okay. Attempts to contact the reporter for additional details were reportedly unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.